Manufacturer narrative:
The last calibration performed on (B)(6) 2020 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t assay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. A plasma sample collected from the patient initially resulted with a troponin t value of 12.97 ng/l. A second sample (serum) was then collected from the patient and tested for troponin t, resulting with a value of 398.4 ng/l. This value was reported outside of the laboratory to the doctor since it matched the patient's clinical symptoms. On (B)(6) 2020, the initial plasma sample was re-centrifuged and aliquoted into a sample cup and then repeated. The repeat troponin t value was 384.5 ng/l. The troponin t reagent lot number was 429066, with an expiration date of 31-jan-2020.